Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone/vibration (intermittent vibration) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/12/2016 with the following findings: the pump was returned with all sound settings set to ¿high¿ except for the temp basal setting, which was set to ¿off¿. The pump powered on with functional auditory and vibratory features. The vibration motor was initiated and vibrated continuously with no defects. There was no damage found to the vibration motor. The complaint of intermittent vibration could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: there was evidence of moisture found on the force sensor plate; there was a crack in the pump casing between the case seal and the display lens corner; the audio bolus button cover was punctured but the button remained operable.